Event description:
It was reported via repair work order that the patient head right side rail was stuck in the mid-position due to a faulty latch mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.